Event description:
Report of pt death 31 days post intervapor treatment. Pt was admitted on (B)(6) 2012 with a diagnosis of pneumonia (day 9) with severe dyspnea and chest CT scan showing pneumonic infiltrates in the right upper lung (mostly in the upper lobe, less in the middle lobe and test in the lower lobe). The status of the pt on (B)(6) 2012 was severe dyspnea with minimal exercise, weakness, atrial flutter (new) and signs of cardiac decompensation (edema). Pt was transferred to intermediate care unit in (B)(6) 2012 and transferred back to the normal ward the following day. He was subsequently transferred to the thoraxklinik on (B)(6) 2012 in heidelberg for further care where he developed acute, massive hemoptysis. Pt expired on (B)(6) 2012 due to massive hemoptysis. Comorbidities included hypertension, hyperuricemia, cardiovascular disease and latent hyperthyroidism (untreated).

Manufacturer narrative:
This MDR is being reported retrospectively. However, a manufacturer's incident report was filed on (B)(4) 2012 (ref. Report # (B)(4)) and a field safety corrective action report was filed on (B)(4) 2012 (ref. (B)(4)) as the product was marketed in europe. (B)(4).